Manufacturer narrative:
Initial.

Event description:
It was reported that the user¿s ilet displayed a prompt to connect the continuous glucose monitor (cgm) sensor or enter bg run mode, and the user experienced dexcom g7 signal loss to the ilet while using a g7 sensor; the agent instructed the user to restart the ilet and toggle the cgm settings, after which the session continued without alerts or alarms. No adverse clinical symptoms reported. Outcomes included interruption of automated insulin dosing integration requiring user guidance. User support included remote troubleshooting and user education. Investigation of this case revealed a communication issue between the ilet and the paired dexcom g7 sensor consistent with intermittent connectivity, without evidence of hardware failure. It was concluded, based on previously established findings for similar reports, that the cause was likely external or use-related factors affecting bluetooth communication.